Event description:
It was reported that the device showed the battery and attention icons. Physio-control evaluated the device and found that the device internal hlc battery was depleted for a period of time. The device had a malfunction that depleted the internal hlc battery at a rapid rate. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the excessive current leakage to be process residue on the fl10 filter of the analog pcb assembly. The electrical leakage was depleting the internal hlc batteries.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.